Manufacturer narrative:
This report is being sent as follow-up # 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was confirmed for a vessel occlusion. The exact root cause was unable to be determined. The likely cause was determined to have been deployment of the angio-seal device in a femoral artery with diseased characteristics. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Event description:
The user facility reported that a patient was on critical care for care and treatment after a large intracerebral hemorrhage. The patient underwent a digital subtraction angiography (dsa) on 12 dec 2022, to identify the source of bleeding and attempt to occlude the bleeding vessel. After the procedure, he (the patient) was returned to gcc. At the time his left leg was ischemic. The cause of the ischemia was due to the occlusion of his femoral artery, the site had been punctured to perform the dsa. This puncture had been closed using the involved angio-seal device. An operation was required (surgical thrombectomy) to remove the clot. At operation the clot had formed due to the occlusion of the artery with the angio-seal anchor device. The presence of the angio-seal anchor was noted inside the superficial femoral artery (sfa) blocking the lumen of the artery. The patient was harmed.

Manufacturer narrative:
D4: lot number: requested, unknown. D4: expiration date: unknown due to unknown lot number . D4: UDI: unknown due to unknown lot number. D6b: explanted date: device was not explanted. H4: device manufacture date: unknown due to unknown lot number . The actual device was not returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.